Event description:
A report was received that the patient was haing difficulty charging and would undergo a pocket revision.

Manufacturer narrative:
Additional information received indicated that the physician repositioned the patient's ipg and implanted two lead extensions. The patient was reportedly doing fine.

Event description:
A report was received that the patient was haing difficulty charging and would undergo a pocket revision.